Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5.4 cm diameter abdominal aortic aneurysm. The proximal neck was reported to be short and slightly angulated with offsed renal arteries. The proximal neck diameter was 24.2 mm, the distal neck diameter was 25 mm, the neck length was 12 mm, with an angle of 14.2 degrees. It was reported that the stent graft was implanted. A type ia endoleak was seen after deployment, so an endurant ii 32x32x49 aortic cuff was implanted, and the leak was resolved. No additional clinical sequelae were reported and the patient is fine.